Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event could not be conclusively determined through this evaluation. Information later received stated that the hospital was contacted but would not provide any additional information regarding the event. The patient remained ongoing on heartmate 3 lvas, serial number (B)(6), until (B)(6) 2020 when the patient ultimately expired (related MFR# 2916596-2020-01186). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 06jun2019. The heartmate 3 lvas instructions for use (IFU) and the heartmate 3 patient handbook are currently available. The IFU lists bleeding as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. This document also provides information regarding the recommended anticoagulation regimen, including inr values, as well as suggested anticoagulation modifications in the event there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a bleed from the mediastinum. The patient was transfused with at least 4 units. The patient was treated with medication and surgery. The patient was on heparin and warfarin at the time of the event.